Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was experiencing disabling glare & halos around lights with night driving and lens was explanted in a secondary procedure. Per follow-up, symptoms started nine (9) days post op. The patient's affected eye was on the right eye (od). An incision enlargement was required at explanted. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Corrected data: in the initial medical device report (MDR) 9614546-2018-00640, outcomes attributed to adverse event - was inadvertently left blank, but it should be selected as required intervention. Type of reportable event - it was inadvertently selected as malfunction, but it should be selected as serious injury. Additional patient code 3191 - incision enlargement, was inadvertently not entered. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.